Event description:
Customer reports being unable to obtain a result on the compact system due to an error within device specifications. Customer reported collapsing, possibly due to low blood glucose symptoms (customer could not provide how much time elapsed between attempting to use the device and the incident). Paramedics arrived and customer was taken to the hospital; he was treated with an IV (customer thought the IV contained glucose), and admitted to the hospital for 20 days because of leg ulcers. Requested return of suspect device and replacement was sent.